Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported on (B)(6) 2023, by a sales representative via sems that an ar-601-tbc8 tibial bearing part broke off during uni knee surgery. Case involvement, the device broke during use.

Manufacturer narrative:
Complaint is confirmed. Visual evaluation noted damaged and broken two sides of the device. The cause of this condition usually is the excessive force used to pry and/or leverage the device. However, the broken pieces were not returned for investigation. The cause remains undetermined.